Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on an unknown date.according to the complainant, the patient experienced a severe injury but the exact nature and date of onset are unknown.all other information is unknown and reportedly unavailable.